Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation the patient had a rash under the back therapy electrode pads. Follow-up indicated that the patient's physician instructed the patient to keep the area clean and dry and leave the device off for some extra time after showering. The rash was slowly improving.